Manufacturer narrative:
Hologic reviewed the system log files provided by the customer. The preliminary analysis indicates that the most likely cause of the discrepant result is either a low target concentration in the sample near the limit of detection or aliquot-to-aliquot variation potentially caused by uneven target distribution and/or mucous sample material. Review of the logs did not reveal any hardware or instrument issues that contributed to the discrepant result.

Event description:
On (B)(6) 2026, a customer in netherlands reported to hologic that discrepant result was generated whilst using aptima trichomonas vaginalis (atv) assay (master lot: 931943) with panther instrument (serial number: (B)(6). The incident was recorded under hologic reference number (B)(4). On 15 may 2026, a sample ID (B)(6) was tested on panther worklist ID (B)(4) with aptima trichomonas vaginalis (atv) assay (master lot: 931943) and generated an atv negative result. The same sample (ID (B)(6) was retested on (B)(6) 2026 on the another panther instrument (worklist ID (B)(4) with aptima trichomonas vaginalis (atv) assay (master lot: 931943) and generated an atv positive result. The customer stated that the initial negative result was not reported out. No information regarding patient treatment is available at this time. Hologic has not been informed of any adverse patient outcome related to this event.